Manufacturer narrative:
Method: followed up with company representative. Evaluation summary: two spacer assemblies and two wing assemblies were returned for evaluation. Visual and functional inspection indicated: device #1: the locking screw was broken approximately at the junction between the smooth shaft and threaded portion. Part of the broken screw was still in the threaded hole of the spacer assembly. Broken head of the screw was also returned. There were no other visible damages. Device #2: there was damage to the thread of the wing screw. When tested with the instruments in the lab, the wing screw was not able to be tightened and locked onto the threaded hole of the spacer assembly. There were no other visible damages. Conclusion: the result of the returned product evaluation confirmed the complaint.

Event description:
It was reported that during an x-stop procedure, two attempts were made to implant the 12 mm ti device. The first and second device's screw would not thread. The surgeon did "remove enough bone from the lamina area in case it was inhibiting the devices ability to seat." The surgeon successfully implanted a 14mm pk device. The patient was in a prone position. The procedure was delayed for approximately 45 minutes.the patient had a good outcome. No further information was reported.